Event description:
A patient in (B)(6) was undergoing crrt which included a prismaflex m100 set. At the enf of treatment, the red luer lock connector on the arterial line broke when the nurse twisted the cap.